Event description:
The reporter at the hospital reported that during stent assisted coiling of a basilar tip aneurysm, the physician pulled the agility guidewire (614481/582225) out of the patient to shape it and actually saw some separation at the tip. He had been using it through a prowler select plus straight microcatheter (details unknown.) It is unknown how the procedure was continued. The product was entirely pulled out and no part of the device remained in the patient. No additional intervention was required to retrieve the product. There was no reported patient impact. At initial contact the product was available for return. There was no significant clinical delay due to the issue. No immediate injury resulted from the issue.

Manufacturer narrative:
Additional information received:there was no significant delay to the procedure as a result of the issue. The target vessel site for the procedure is unknown. The separation occurred during advancement of the device. The wire was reshaped with a shaping mandrel. The wire was not removed from the dispenser from the floppy end. There was no patient injury due to the issue.

Manufacturer narrative:
The device was examined under microscopy and coil stretches distal to the midpoint and proximal joint were observed. The tip bond (and all bonds) were intact, the core wire was also intact. The device was not broken or separated. No known non-conformities were found upon review of the DHR during the manufacturing process. The failure reported by the customer that the distal tip of the delivery wire was separated could not be confirmed. No corrective action taken. DHR review revealed no known non-conformities. No separations had occurred to the device. The coil stretches occurred likely when forces exceeding the design specification were applied.

Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.